Event description:
On (B)(6) 2010, pt's roommate reported the pt's infusion device gave an error message and then stopped working. Roommate stated the infusion device stopped working while the pt was asleep. Roommate reported the pt had to be taken to the hospital by her neighbor. Had roommate review infusion device for alert history. Roommate stated the last alert message in the infusion device's memory was an a1 (cartridge low) alert that occurred on (B)(6) 2010. Roommate reported the pt was taken to the hospital in (B)(6), 2010. Roommate stated the pt could not walk so they took her to the hospital. Roommate reported the doctor gave the pt an IV drip and she was in the hospital for about a week. Roommate stated the pt had ketoacidosis; does not know if the doctor diagnosed it or not. No blood glucose readings were provided. Pt's normal blood glucose range is 105 - 125 mg/dl. Roommate does not know if the pt was in a temporary basal rate. Product was replaced and requested return of the alleged product for evaluation.